Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 fractured between the shaft and the handle. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the shaft had sheared. There was some evidence of blood. Based upon the visual observations, the reported complaint for "shaft fractured" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).